Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pulse generator (ipg) implant procedure, the device implanted and mode set with rate at 60 beats per minute (bpm), while the healthcare professional was closing the patient, the bpm rate dropped to approximately 40 bpmand intermittent pauses were noted. The lead was unscrewed, cleaned and reattached, however pauses lower than the basic rate were noted again. The ipg was removed, a new device was implanted, and no issues seen. No patient complications have been reported as a result of this event.